Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and battery out limit. The insulin pump alarmed after a battery change. The batteries were out of the insulin pump greater than duration allowed. The customer went through four batteries trying to fix the failed battery issue. Customer's blood glucose level was 41 mg/dl. The device was not returned.